Event description:
It was reported after using bd vacutainer® sst¿ ii advance, there were oil gel globules in 3 tubes causing errors on the cobas 6000. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.